Event description:
Dislodgement was noted on this lead. Crt-pacing episode was recorded, presenting with lv channel activity simultaneously as ra channel activity along with lv paced non-capture. Noted recently gross decline in lv sensing amplitudes. No patient side effects were reported. Lead revision is scheduled for (B)(6) 2019. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
We were notified that a lead revision took place on (B)(6) 2019. Revision was successful and no complaints were reported. The lead remains actively implanted.